Manufacturer narrative:
Zanardo, s., londero, f., beorchia, y., castriotta, l., de franceschi, e., grossi, w., masullo, g., and zuin, a. Primary spontaneous pneumothorax: results of surgical treatment and analysis of risk factors for post-operative recurrence¿a retrospective cohort analysis. Journal of clinical medicine*, volume 15, article 2557, 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective cohort study evaluated 226 patients who underwent video-assisted thoracoscopic surgery (vats) for primary spontaneous pneumothorax (psp) between january 2005 and december 2022 after recurrent pneumothorax, persistent air leak, contralateral recurrence, or other surgical indications. During wedge resection of pulmonary blebs or dystrophic lung tissue, staplers including the signia stapling system with 45 mm or 60 mm purple reloads were utilized. Following resection, pleurodesis was performed in nearly all patients, and chest tubes were placed prior to completion of the procedure. Postoperative complications included prolonged air leaks (11.9%), bleeding (2.3%), fever (5.3%), pneumonia (0.4%), chronic pain (1.3%), and other complications (3.9%). During a median long-term follow-up of approximately 96.7 months, ipsilateral pneumothorax recurrence occurred in 12.8% of patients and was managed conservatively, with chest tube placement, or by reoperation. The study identified a previous contralateral pneumothorax as the only independent predictor of postoperative recurrence, while no device-related malfunction or performance issue associated with the signia stapling system or adapter was reported. Primary spontaneous pneumothorax: results of surgical treatment and analysis of risk factors for post-operative recurrence¿a retrospective cohort analysis. Journal of clinical medicine*, volume 15, article 2557, 2026.